Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4), aug 31, 2017.

Event description:
The cement took longer to set up than normal.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Correction made to reflect that the complaint was received within the thirty day timeframe. Please disregard the late letter attachment sent with the original report. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.